Manufacturer narrative:
(B)(4). Pump not received stuck in manufacturing mode. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Unit was received with broken off the belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked case at display window corner, minor scratched lcd window, cracked select button keypad overlay and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power reset error. The customer¿s blood glucose level was 11 mmol/l at the time of incident. The insulin pump will be returned for analysis.